Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level about 200 mg/dl; however, the customer does not think the high blood glucose levels are directly related to the cartridge alarms. Reportedly, the customer was taking steroids for an ear disease.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.